Manufacturer narrative:
Event date is approximate. The year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had a revision in 2015 due to ins migrating too close to skin and natural battery depletion. A new pocket was made and replacement was done. There were no patient complications reported as a result of this event.